Event description:
The initial reporter alleged a higher-than-expected positivity rate when testing samples with the kit cobas 58/68/8800 hiv 192t ivd assay on the cobas 6800 system. The customer reported that their typical monthly positivity rate ranged from 41% to 46% during the months of march to may, but at the time of the issue, the positivity rate was higher than this range. The exact positivity rate during the issue was not provided. The customer was testing edta plasma samples in round-bottom tubes. All amplification and detection (ad) plates associated with the testing were discarded. The customer reported that they are no longer experiencing the increased positivity rate. Data provided by the customer included multiple samples with low-level amplification and delayed cycle threshold (CT) values. For example, sample (B)(6) showed results of 6.05 cp/ml with a CT of 39.2 on (B)(6) 2022, 13.34 cp/ml with a CT of 38.6 on (B)(6) 2022, and target not detected (tnd) on (B)(6) 2022. Similar patterns of low-level amplification and variability near the limit of detection (lod) of 20 cp/ml were observed across other samples. The results fluctuated between low titers and tnd, which is consistent with samples near or below the lod of the assay.

Manufacturer narrative:
The analysis was performed on a cobas 6800 system (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 hiv 192t ivd assay performed within specifications, and no product or systemic issue was identified. A review of the data provided indicated that the observed variability in results was consistent with samples near or below the assay's limit of detection (lod) of 20 cp/ml. Low-level amplification and delayed cycle threshold (CT) values were noted, which can occur due to inherent variability in samples with titers near the lod. The system-generated curves appeared normal, and controls were within expected ranges. The root cause of the reported discrepancy was attributed to sample-specific factors, likely related to samples near the lod. The customer reported that they are no longer experiencing the increased positivity rate.